Event description:
It was reported that a patient presented with over-sensing and pseudo pseudo fusion noted on the patient's implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.